Event description:
The customer reported that the device failed to discharge. The customer did not report whether there was impact to the involved patient.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.